Event description:
It was reported that the atrial lead exhibited occasional noise that generated stored electrograms (egms).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.